Event description:
Treatment started - at 0715 patient complaint of upset stomach, became anxious, and exhibited seizure-like activity (eyes with fixed stare, and slight twitebing ) placed in trendelenbury position, reinfused. Ems called. Blood sugar checked (60) and pulse audible at 62. Rescue breaths given. Blood pressure 100/66 0720 ems arrived & pt transported to hospital ER.